Event description:
A (B)(6) male patient, with both internal arteries occluded, underwent aaa repair on (B)(6)2010. The procedure was conducted as labeled. The physician did angiogram and recognized type IV endoleak at the ipsilateral leg. The physician inflated the balloon, occluded the ipsilateral iliac artery and did angiography, but the endoleak was still maintained. He then tried to occlude the overwrap portion of the stent graft by balloon and did angiography, but also same result. The physician decided that the endoleak was type IV endoleak. He placed another iliac leg graft and the endoleak was resolved. There was no problem with the patient.

Manufacturer narrative:
Endoleaks is addressed in the provided IFU. Event is still under investigation.